Event description:
It was reported that, during use, pacing was stopped on an external pulse generator. Follow up found that the device turned off and then started working again when the power was turned back on. The customer returned the device to the manufacturer for analysis and repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was monitored on a long-term test and analysis revealed no anomalies. (B)(4).